Event description:
It was reported that the procedure was to treat a lesion in the pda. The bmw universal guide wire was advanced and a balloon catheter was used to pre-dilate the lesion. Another company's stent was implanted. Upon removal of the guide wire, as it was pulled back into the guiding catheter, it was noted that the guide wire tip had separated and remained in the patient's coronary. A snare device was used to successfully remove the separated guide wire tip from the patient.